Event description:
A report was received from health canada's canada vigilance program which states, "alaris pc and modules found in writer's office. Writer (pcc) informed that alaris suddenly turned off without notification to user. Medication and IV lines still left in alaris pump. Medications included: propofol, levophed. Lmbme investigation findings: the pcu had 4 lvps attached to it, each infusing at some point during the patient's treatment on march 1st and 2nd. Pump malfunctions were found in the pcu event log around 6:30 am on march 2nd. The error also showed up in the lvp error log as a keyboard failure (lvp c had a broken keypad - the restart key was not working). Shortly after the malfunction, there was a momentary disconnect of the three lvps on the left side of the pcu. Simulations were done to try to reproduce the communication issue between the left three lvps and the pcu. Biomed was unable to reproduce the problem (potentially, intermittent issues). Potentially, the lvp keypad failure triggered the events that led to the disconnection between the pcu and lvps." There was no information on patient impact.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pc and modules found in writer's office. Writer (pcc) informed that alaris suddenly turned off without notification to user. Medication and IV lines still left in alaris pump. Medications included: propofol, levophed. (B)(4) investigation findings: the pcu had 4 lvps attached to it, each infusing at some point during the patient's treatment on march 1st and 2nd. Pump malfunctions were found in the pcu event log around 6:30 am on march 2nd. The error also showed up in the lvp error log as a keyboard failure (lvp c had a broken keypad - the restart key was not working). Shortly after the malfunction, there was a momentary disconnect of the three lvps on the left side of the pcu. Simulations were done to try to reproduce the communication issue between the left three lvps and the pcu. Biomed was unable to reproduce the problem (potentially, intermittent issues). Potentially, the lvp keypad failure triggered the events that led to the disconnection between the pcu and lvps." There was no information on patient impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.